Event description:
It was reported that during a bowel procedure, error code 4 was continually displayed, at which time, the surgeon then noticed burns on the bowel. The case was then completed using a second generator and handpiece.

Manufacturer narrative:
Info anticipated, but unavailable at this time.